Event description:
The mps system was primed successfully without incident. Upon priming the delivery line to the table it was noticed that air was entrained into the delivery tubing where the connection is made to the infusion catheter. Prior to delivery, the surgeon observed the air and noticed that the plastic connector between the delivery line and the catheter was cracked. Inspection of the circuit for air and leaks is required by the instructions. The delivery line was replaced and re-primed without incident.